Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken liquid crystal display and it was additionally noted that the battery drawer did not open when the "eject" button was pressed and the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. The device passed its final quality assurance tests.

Event description:
It was reported that the external pulse generator had a broken/cracked screen. The generator was returned for service. No patient complications have been reported as a result of this event.